Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt150 intraocular lens (iol) was implanted into the patients right eye. After insertion, the patient complained of dysphotopsia and the outcome significantly interfered with activities of daily life. The iol was exchanged for a non-johnson and johnson iol. There was no incision enlargement performed. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 7/2/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.